Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Appropriate oxygen saturation reading could not be obtained on neonate s/p cesarean birth. The probe was changed multiple times to confirm low reading not matching patient's clinical status. With the final change of the probe, a higher oxygen level was noted. Multiple issues have been noted with probes to include stickers covering light sensor, sensitivity in readings, exposed wiring.